Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received motor error alarm during rewind. The customer's blood glucose level was not provided at the time of the incident. The customer states that there were other motor error alarms in the insulin pump history. The device will not be returned for analysis.